Event description:
Elegance clinical trial. It was reported that vessel dissection occurred. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2024 as a part of the elegance clinical trial. The target lesion #001 was in the left common femoral artery, left proximal superficial femoral artery, left mid superficial femoral artery, and left distal superficial femoral artery with 4.8 mm proximal reference vessel diameter and 4.8 mm distal reference vessel diameter with 360 mm lesion length with 100% stenosis and was classified as transatlantic intersociety consensus (tasc) ii d lesion. Prior to target lesion treatment with study device, atherectomy was performed using jetstream atherectomy device, pre-dilation was performed using 5 mm x 220 mm and 6 mm x 220 mm sterling pta balloons. Treatment of target lesion was performed by dilation using two 6 mm x 200 mm ranger drug coated balloon study devices. Following post-dilation was performed using 6 mm x 80 mm and 7 mm x 40 mm mustang pta balloons. Post procedure, the final residual stenosis was noted to be 0%. On the same day of index procedure, flow limiting dissection (grade c) was noted during the treatment of target lesion #001 due to ranger drug-coated balloon. In response to dissection, balloon dilation was performed. On the same day the event was considered to be resolved. The subject was discharged from the hospital on aspirin and clopidogrel.

Manufacturer narrative:
A1 patient identifier: (B)(6). A2 age at time of event: 70 years old at the time of enrollment.

Event description:
Elegance clinical trial. It was reported that vessel dissection occurred. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2024 as a part of the elegance clinical trial. The target lesion #001 was in the left common femoral artery, left proximal superficial femoral artery, left mid superficial femoral artery, and left distal superficial femoral artery with 4.8 mm proximal reference vessel diameter and 4.8 mm distal reference vessel diameter with 360 mm lesion length with 100% stenosis and was classified as transatlantic intersociety consensus (tasc) ii d lesion. Prior to target lesion treatment with study device, atherectomy was performed using jetstream atherectomy device, pre-dilation was performed using 5 mm x 220 mm and 6 mm x 220 mm sterling pta balloons. Treatment of target lesion was performed by dilation using two 6 mm x 200 mm ranger drug coated balloon study devices. Following post-dilation was performed using 6 mm x 80 mm and 7 mm x 40 mm mustang pta balloons. Post procedure, the final residual stenosis was noted to be 0%. On the same day of index procedure, flow limiting dissection (grade c) was noted during the treatment of target lesion #001 due to ranger drug-coated balloon. In response to dissection, balloon dilation was performed. On the same day the event was considered to be resolved. The subject was discharged from the hospital on aspirin and clopidogrel. It was further reported that the flow limiting dissection was located at the left distal superficial femoral artery.

Manufacturer narrative:
A1 patient identifier: (B)(6). A2 age at time of event: 70 years old at the time of enrollment.